Event description:
The customer said they used the device to check their blood glucose and obtained a result of 400 mg/dl. They dosed insulin and passed out. They did not allege any medical treatment or give further info on the event. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.